Event description:
No additional info.

Manufacturer narrative:
He customer reported that the IV tubing broke and disconnected from the patient. One sample model: 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and a bd extension set was attached to the male luer. The set was then pressurized under water. No observation of air bubbles or separation. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported that bd alaris pump module smartsite infusion set separated. The following information was received from the initial reporter with the verbatim: ¿target: IV tubing to remain intact and infuse fluids actual: IV tubing broke and became disconnected from pt gap: supply malfunction¿ 1. Was there any harm or injury to the patient, health care provider, or any other person? No. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. No. 3. If not answered in question #2, what was the medication administered to the patient? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.